Event description:
It was reported the patient received inappropriate therapy. It was also reported the lead was possibly fractured. Re-programming was done and the lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.